Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced pain/non-auditory sensations. Based on the clinical troubleshooting performed (specific date not reported), it was determined that the results are consistent with a device malfunction.

Event description:
Per the clinic, the electrode was found located in vestibule since 2007 (specific date not reported), resulting in the decision to explant the device. The device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.